Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory evaluation, the product surveillance technician re-tested the power supply and observed the power supply to fail testing three times. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis for a 'battery may not be fully charged' message the pst observed a failed power supply result. The pst measured the power supply fault signals and the voltage reading was 812.2 millivolts direct current (mvdc), while the specification is less than 350 mvdc. He measured between the ground and the negative terminal and the reading was 105.13 mvdc, which the specification is less than 100mvdc. This complaint is related to (B)(4) / medwatch #1828100-2020-00282. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The product surveillance technician (pst) reported that during testing of the device at the service center, the heart lung machine (hlm) power supply failed. There was no patient involvement.